Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused bag was returned without original packaging after a complaint of visible mobile particulate matter. Visual inspection confirmed particulate matter within the bag. The bag was filled with saline and the fluid was filtered, confirming mobile particulate matter in the fluid path. Ftir analysis identified the particulate matter as ethylene/vinyl acetate (eva). As a result, the defect was confirmed. A review of the device history record (DHR) database was performed for the reported lot number, and no abnormalities or non-conformances were noted during the process or final product inspection. The retained sample corresponding to the reported lot number were examined. No deviations were observed. An approved quality project was opened in accordance with the internal quality system to ensure appropriate assessment, documentation, and follow through. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: foreign matter was found in the fluid path. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.